Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2023, the patient had no audio output four days after the sensor was inserted in the abdomen. The patient went to the bathroom and suddenly could no longer feel his legs and then he lost consciousness. After a few hours he was found on the bathroom floor by his mother. At that time, the cgm reading was 57 mg/dl, and there was no alarm or alert. The patient´s mother took the patient to the hospital, there the patient was treated with IV medication to raise the bg. The patient stayed in the hospital for 6 to 8 hours then he was discharged when his blood glucose level was 107 mg/l. At the time of the report the patient was at home and recovered, the bg reading was 167 mg/dl. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.